Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump cracked had battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube window and cracked reservoir tube.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Caller stated that the insulin pump may have had a button pressed for more than three minutes. Blood glucose level at the time of the incident was 230 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.